Event description:
It was reported the patient reported was having drainage from incision site. In the emergency department, was found with marked inflammation consistent with infection. The device system was explanted and was treated with intravenous antibiotics. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation was breached cut and there was apparent explant damage.